Manufacturer narrative:
Additional information in fields: additional information in a2, b5, b7 and h6 (health effect - clinical code & health effect - impact code).

Event description:
It was reported that, on (B)(6) 2021, the plaintiff underwent a left tka, during which a gii lng stem 18mm x 100mm was implanted. A revision surgery was performed on (B)(6) 2022, due to a tibial shaft stress fracture, distal to top of the stem. A prophylactic plating of left tibial shaft with large fragment plate and screws was performed during this surgery.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, on (B)(6) 2021 a plaintiff received a gns ii cmt tib size 4 left, when implanted, the device fractured and had to be cut out of the patient during the same surgery. An additional revision surgery was completed on (B)(6) 2022. Further complications have not been reported. Patient's current health status is unknown.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the reported ¿heavier individual¿ along with the patient¿s history of vitamin d deficiency with early activity likely contributed to the stress reaction; however, component implantation/positioning/alignment/orientation cannot be ruled out as possible contributing factors, as well as the reported ¿metal allergy¿ for which the patient required a primary oxinium femoral component. The patient impact is determined to be the persistent and increased pain with subsequent ¿revision¿ which included the prophylactic plating of left tibial shaft using large fragment plate and screws on the medial side for ¿left tib-fib stress fracture at the shaft¿. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that tibia fractures have been identified in possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: the fracture of the gns ii cmt tib size 4 left mentioned on b5 was reported under report number: 1020279-2021-08603. Additional information: d4 (lot number, expiration date), d5, d7a, d8, g2, h4, h8 corrected data: b5, d1, d4 (catalog number, unique identifier (UDI) #), d6 b (device was not explanted), h6 (health effect - clinical code, health effect - impact code).

Event description:
It was reported that, on (B)(6)2021 a plaintiff received a gns ii cmt tib size 4 left, when implanted, the device fractured and had to be cut out of the patient, requiring a same day surgery. An additional surgery was completed on (B)(6)2022, due to a tibial shaft stress fracture, distal to top of gii lng stem 18mm x 100mm. A prophylactic plating of left tibial shaft with large fragment plate and screws was performed during this surgery. Further complications have not been reported. Patient's current health status is unknown.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the reported ¿heavier individual¿ along with the patient¿s history of vitamin d deficiency with early activity likely contributed to the stress reaction; however, component implantation/positioning/alignment/orientation cannot be ruled out as possible contributing factors, as well as the reported ¿metal allergy¿ for which the patient required a primary oxonium femoral component. The patient impact is determined to be the persistent and increased pain with subsequent ¿revision¿ which included the prophylactic plating of left tibial shaft using large fragment plate and screws on the medial side for ¿left tib-fib stress fracture at the shaft¿. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that tibia fractures have been identified in possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient bone quality, post-operative patient condition and/or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.